Event description:
It was reported that touchscreen was unresponsive at some point during use. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up with technical support, no troubleshooting was completed, and no additional information was obtained regarding the outcome of the event.